Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. One opened probe was received. At the time of receipt it was observed that the probe needle was bent. The returned sample was visually inspected and found to be non-conforming with the probe needle completely broken off of the probe assembly. Functional testing, disassembly activities, and a wear evaluation were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was received with the needle bent and the needle was broken off of the probe assembly prior to sample evaluation. Therefore, a confirmation of the reported event could not be determined and the exact root cause of the complaint could not be verified. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. Confirmation of the reported event could not be determined and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an error code/message was observed when the vitrectomy probe was actuated and it had an actuation failure during the procedure. The product was replaced and the procedure was completed. There was no harm to the patient.